Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. Complaint conclusion: as reported, the wire of a 5f exoseal vascular closure device (vcd) was not detected for the procedure. There was no reported patient injury. Additional information was requested but not provided. One non-sterile exoseal vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received not depressed, while the guard was locked. The plug was in its manufactured position, and the indicator wire was deployed. No catheter sheath introducer was returned for this evaluation. Finally, it was observed that the indicator window was in black/white position. No additional anomalies were observed during this visual analysis. An attempt to perform a guard locking simulation was made; however, it could not be completed, as the guard was received already locked and with the indicator wire fully deployed. The reported event of "indicator wire deployment difficulty unable" was not observed through analysis of the device received as the indicator wire was found fully deployed with no anomalies noted. The exact cause of the issue experienced could not be conclusively determined during analysis as the returned device does not match the event reported. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the indicator wire detection difficulty reported, unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿the exoseal instructions for use (IFU) notes the following: (xi.5) once the hub of the sheath introducer engages with the indicator wire cowling retract them together using one fluid motion until they lock into position against the handle assembly and an audible ¿click¿ signifies proper connection. The indicator wire will automatically deploy at this point. Caution: do not reinsert the exoseal vcd into the vascular sheath introducer if it is removed prior to locking into position. Caution: if for any reason it is desired to abort the procedure once the exoseal vcd has been introduced into the bloodstream, remove the exoseal vcd and the vascular sheath introducer as a unit. Do not attempt to withdraw the exoseal vcd from the sheath introducer, as plug dislodgment may occur.¿ neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the wire of a 5f exoseal vascular closure device (vcd) was not detected for the procedure. There was no reported patient injury. The device will be returned for analysis.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.